Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the basilac vein, allegedly there was difficulty inserting the pta balloon through the 6fr sheath on the first inflation attempt. Reportedly, the balloon was able to be inserted through the sheath and after the first inflation there was difficulty retracting the balloon back through the sheath. After multiple attempts in retracting the balloon, the balloon and sheath were removed together as one unit. A 7fr sheath and a different size pta balloon were used to complete the procedure. The basilac vein was reported to be patent with good blood flow post angioplasty. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon was returned lodged inside the introducer sheath, with the distal end of the balloon protruding from the distal tip of the sheath. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 8cm balloon. The distal end of the balloon protruding out the introducer sheath was bunched. The catheter was kinked throughout the length of the device. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. There were no other anomalies noted on the catheter. The sheath tip was examined under microscopic magnification and was observed to be flared out, likely indicating retraction issues. The proximal end of the introducer sheath was examined under microscopic magnification and bunching was observed, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it was unable to pass at the location of the kinks. The balloon was unable to be retracted through the introducer sheath. The balloon was advanced out of the introducer sheath without issue. The inflation hub was connected to an in-house inflation device. An attempt was made to inflate the balloon. The balloon was inflated without issue. There were no leaks or loss of pressure observed. The balloon was then deflated without issue. The balloon was unable to be retracted through the introducer sheath due to the bunching on the proximal end of the introducer sheath. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within the customer's 6fr introducer sheath. The investigation is confirmed for sheath retraction problems based on the condition of the returned sample (i.e. Balloon returned within introducer sheath and sheath tip flared). The investigation is inconclusive for difficult to insert, as functional evaluation could not be performed due to returned sample condition. The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the vaccess pta balloon dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the basilac vein, allegedly there was difficulty inserting the pta balloon through the 6fr sheath on the first inflation attempt. Reportedly, the balloon was able to be inserted through the sheath and after the first inflation there was difficulty retracting the balloon back through the sheath. After multiple attempts in retracting the balloon, the balloon and sheath were removed together as one unit. A 7fr sheath and a different size pta balloon were used to complete the procedure. The basilac vein was reported to be patent with good blood flow post angioplasty. There was no reported patient injury.